Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing an inset 23"-6 mm infusion set and was advised that glucose reduction could take approximately 90 minutes; the user reported a blood glucose of 454 mg/dl before the set change and 422 mg/dl after the change, and noted no visible bend in the cannula. Symptoms included elevated blood glucose. Outcomes included no reported medical intervention beyond troubleshooting and education. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed no confirmed device or component malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.